Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their elecsys 2010 analyzer. The patient's initial hcgb result was 139 miu/ml and it was reported outside the laboratory. Seven days later, the clinician asked the laboratory to repeat the sample. The repeat result was <0.1 miu/ml. There were no adverse events. The hcgb reagent lot number was 167584 and the expiration date was 07/30/2013.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. It was noted the customer was not following the tube manufacturer's clotting time recommendations. Additional information was not provided for further investigation.